Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital with complaints of fever and fatigue. Patient was treated for methicillin-resistant staphylococcus aureus (mrsa) in blood and was supposed to start taking doxycycline on (B)(6) 2019. It was unclear if patient actually started taking this as prescribed. Blood cultures were obtained as well a culture from the drive line. Patient was then started on vancomycin and cefepime infusion. CT of the abdomen was obtained that showed no evidence of intra-abdominal infection or abnormal fluid collection along the drive line. Cultures came back positive for mrsa. Cefepime was stopped and patient was started on oxacillin. Transesophageal echocardiography (tee) was obtained on (B)(6) 2019 that was negative for infective endocarditis. Cultures continued to remain positive with unclear source of infection. Oxacillin was stopped on (B)(6) 2019 and vancomycin was switched to daptomycin. Cefazolin was added. On (B)(6) 2019, cefazolin was switched to ceftaroline. On (B)(6) 2019, patient had an implantable cardioverter-defibrillator (ICD) extraction and was found to have vegetation on the right ventricle(rv) lead and tricuspid valve. The lead was positive for staphylococcus aureus. Blood cultures obtained after ICD removal were negative. Patient was discharged to home on (B)(6) 2019 with orders to continue daptomycin infusion for 6 weeks with an end date of (B)(6) 2019 and ceftaroline for 2 weeks with an end date of (B)(6) 2019. Patient will then be transitioned to oral suppression therapy. No additional information was provided.